Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for what was thought to be sinus tachycardia. Boston scientific technical services reviewed the episode with the patient's health care professional (hcp) and discussed re-programming options. The hcp reported that the sustained rate duration feature would either be extended or turned off. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.